Manufacturer narrative:
Corrected information has been provided in d4 imajor bleed/asae: the cause of the access site adverse event was not determined due to

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc or its employees that the report constitutes an admission that the product, abiomed inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
An impella 5.5 device was inserted surgically into the right axillary/subclavian artery in a 56-year-old male patient with a past medical history of coronary artery disease (cad) and dialysis, presenting in acute myocardial infarction (ami) and cardiogenic shock (cgs), in scai stage e shock, on multiple inotropes and vasopressors, and on a ventilator for respiratory support, prior to initiation of support. During the procedure, there was access site bleeding. It was noted that the patient had a transcatheter aortic valve replacement (tavr), using a 14fr access sheath in the same site as the impella. The patient had poor vasculature, and the physician struggled with the percloses. After 10 days on support, the device was removed. The post-procedure outcome is survived at explant. The impella functioned at p-8 at 5.0l/min as intended. Bleeding is a known risk due to the impella's anticoagulation and purge requirements.